Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported active system blood glucose results of 30 mg/dl and 80 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.